Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rewf0309 showed no other similar product complaint(s) from this lot number.

Event description:
PICC that needed repair due to internal leak. No other information regarding failure.